Event description:
Customer reported the system is displaying an error message #431. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found open circuit breakers. Ge rep reset the breakers, system operates as intended. Ge rep was unable to find cause of tripped breakers.